Event description:
It was reported that, during the implant of this pacemaker. It was attempted to interrogate, however, telemetry communication could not be stablished. Two programmers were used in attempts to interrogate with the device, however, the issue was observed on both. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device had no pacing output and no telemetry. Analysis of the battery was performed and resulted showed it was strong enough to support pacing and telemetry functions. Several attempts were made to establish communication with the device; however, engineers were unable to obtain a successful connection, however it was noted telemetry signals from the programmer were being received. Probing the crystal oscillator noted no crystal oscillations, an exchange of the crystal oscillators was performed and probing the new crystal oscillator noted no crystal oscillations. The original crystal from this device was soldered back onto the circuit. Crystal oscillations were then noted. The device then communicated normally and the device was noticed to be in safety mode. A full hex memory dump was performed and normal pacing and sensing was noted. Safety mode was cleared. The device reverted to primary operation. After two days of sitting on the bench device telemetry was normal. The crystal and device operated normally once the crystal was removed and placed back. The cause of the no telemetry could not be established.

Event description:
It was reported that, during the implant of this pacemaker. It was attempted to interrogate, however, telemetry communication could not be stablished. Two programmers were used in attempts to interrogate with the device, however, the issue was observed on both. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.